Manufacturer narrative:
On 12th september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing and review of sensor data from the returned sensor showed optical instability in all sensing areas, which most likely contributed to the reported inaccuracy. A visual inspection of the optical area of the sensor showed delamination of an internal sensor component and damage to the filter, which were confirmed through microscopic inspection. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 10 dec 2025. G3. Date received by the manufacturer? 10 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.